Manufacturer narrative:
(B)(4). Investigation summary: a proxisure suturing device was returned to the ethicon product inquiry lab with a complaint number of (B)(4). The device was returned with a small black plastic fragment which the customer reported as originating from the device. External examination of the handle showed no damage or cracking to the exterior. X-ray analysis of the handles was unable to identify any broken or missing internal surfaces. The diameter of the plastic piece was identified to only match the diameter of the trigger pin boss. Next it was determined that the flat angled portion of the broken plastic piece only lined up with the boss on the right shroud. The likely cause of cracking of the internal handle boss and subsequent separation of the plastic fragment was an impact to the trigger. Although the customer¿s device issue was identified, this event is not confirmed as a manufacturing deficiency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during an unknown procedure a plastic part of the handle came off while being used. It was unknown how the procedure was completed. There were no patient consequences reported.